Event description:
It was reported that the patient due to unknown reasons. The date of patient's death and implant duration are unknown. It is unknown if the device was explanted and if patient's death was device related. Information learned from implant patient registry. No further information was received.

Manufacturer narrative:
Device not returned.